Event description:
Caller reported a cartridge alarm 20, which did not adversely affect the customer's blood glucose level. Although the issue did not occur during the load process, the customer experienced cartridge alarms with consecutive cartridges, which was confirmed by technical support. As the pump was out of warranty, technical support decided to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump.